Event description:
It was reported that the patient experienced loss of capture approximately eight hours after implantable pulse generator system implant. The patient, who had an intrinsic rhythm in the sixty's became pacemaker dependent post procedure. When loss of capture occurred, the patient decompensated. An xray was taken showing that the lead had lost some slack. The patient was taken to an emergent lead revision. When the lead was disconnected from the device, the device went unipolar and the device was replaced. The patient died the following day and the cause of death was reported to be tamponade. The etiology of the tamponade was thought to possibly be related to the patient's recent myocardial infarction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.